Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a procedure, for one of the devices reported when the package was opened, the needle and the thread were found to be disengaged. For the other device, at the time of opening the package, the thread was found to be entangled inside the package. There was no patient involvement.